Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device stopped working and they have changed the battery five times. The customer states the pump turned off sometime while they were sleeping, and when they woke up, they could not get it to power back on. The customer's blood glucose level at the time of incident was 300mg/dl. Troubleshoot was conducted. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.